Event description:
It was reported during a pta of the sfa, the doctor though the balloon ruptured because he was getting blood back and the balloon didn't deflate. The doctor took the balloon out of the pt and it was noted that the catheter had two separations: one was in the distal portion of the catheter and one was midway between the hub and the balloon. There was a circumferential break. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed and the lots met all release criteria. The sample has been returned; however, evaluation has not been completed. Based on the info available to date, the results of the investigation are inconclusive and the root cause is unk.